Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 703 found in the event history. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed in the event history by the baxter repair technician. Inspection of the device revealed the failure was caused by a defective uim pcb (user interface mechanism printed circuit board), which was replaced. The device was tested by the repair technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.